Event description:
It was reported that during a laparoscopic colon procedure, the device was not holding the clips. The procedure was completed with harmonic ace device. There was no patient consequence.